Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began at approximately 8 a.m. On (B)(6) 2012. The reporter stated that the patient discovered the alleged power issue when he attempted to test his blood glucose 30 minutes after developing symptoms of "feeling low- weak and shaky." The reporter mentioned that the patient treated himself with food and/or drink at 7:45 a.m. On the day of the alleged issue. The patient reportedly manages his diabetes with insulin pump therapy and did not make any changes to his normal diabetes management due to the alleged issue starting. At the time of troubleshooting, the cca confirmed that the subject meter did not need new batteries and that there had been no misuse to the subject device. The reporter did not have the test strips available at the time of troubleshooting to confirm that they were the correct ones and/or unexpired. The reporter also did not have the subject meter during troubleshooting to confirm that it would not power on manually or with a test strip. The alleged power issue was not resolved with troubleshooting. This complaint is being ruled out as an adverse event because the symptoms reported began prior to the alleged issue starting. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.